Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "it was reported that aspiration was not performed properly and the numbers of the monitoring were not stable during use. Therefore, the tube was replaced with a new one to complete the procedure. No injury to the patient occurred".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "it was reported that aspiration was not performed properly and the numbers of the monitoring were not stable during use. Therefore, the tube was replaced with a new one to complete the procedure. No injury to the patient occurred".